Event description:
Customer reports to have received excessive no delivery alarms causing blood glucose to elevate. Customer's blood glucose was 503 mg/dl, which were treated with manual injection and boluses. During troubleshooting, insulin did not exit during the 5.0 unit filled cannula and insulin pump failed the high pressure test twice. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No bolus anomaly or basal anomaly noted during testing. Unit had cracked case at display window corner and cracked reservoir tube lip.